Manufacturer narrative:
Investigation summary: one photo of two 10ml blister packs was received and evaluated. One package was confirmed to be from batch 8213944 and one package had no visible batch or expiration date. The missing batch and expiration cannot be confirmed based on the evidence provided. Additional information was requested and not received. It was unclear if the products in the photo were from the same batch as the product with no information may have been made prior to the unique device identifier mandate. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: the missing batch and expiration cannot be confirmed based on the evidence provided. Additional information was requested and not received. It was unclear if the products in the photo were from the same batch as the product with no information may have been made prior to the UDI mandate.

Event description:
It was reported that the bd syringe luer-lok¿ tip experienced no label or missing label information. The following information was provided by the initial reporter: material no: 302995, batch no: 8213944. Bd posiflush syringes received without expiration / lot information printed on all samples. This was observed with at least one sample from about 10 of 30 shelf boxes the customer received.